Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 22-may-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The lcd was assembled into a golden unit. Upon functional test ran on tester the device passed all tests. The epg was assembled into a golden unit. The epg was powered on and displayed an error code with ventricle sensing and pacing leds on due to u34 defective in the main pcb. Upon functional test ran on tester the device failed out. It was noted no hot spots were observed with the thermal imager. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer's comment that the external pulse generator (epg) generated an error code. It was noted that the printed circuit board (pcb) was defective. Analysis determined that the epg failed the incoming tests for the cross pacing test, active current test, ventricular amplitude test, atrial pace light emitting diode (led) test, ventricular pace led test, atrial sense led test, and ventricular sense led tests and stopped during the incoming tests 1 and 2 on the test system due to the defective pcb. It was further noted that the green and blue led's were illuminated in the right upper area of the epg and the hanger was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) generated an error code. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: additional analysis reported that a new main board and associated liquid crystal display(lcd) were placed in the external pulse generator (epg). New hanger and screws were placed. The final test on automated test console passed. The epg then passed all tests with no visual/electrical anomalies. The epg conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.